Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 19 year-old female patient presenting with cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally receiving vasopressors and inotropes as well as extracorporeal membrane oxygenation (ECMO) for hemodynamic support. ECMO is the primary hemodynamic support device with the impella being utilized for left ventricular venting. No additional patient history was reported. The patient experienced an out-of-hospital collapse secondary to arrhythmia. Extracorporeal membrane oxygenation was initiated during extracorporeal cardiopulmonary resuscitation, followed by implantation of the impella cp device. During intensive care unit follow-up the following day, hemolysis was confirmed. Central venous pressure was reported as 12 millimeters of mercury, indicating adequate volume status. Haptoglobin testing was obtained for further evaluation. The patient was also receiving transfusion of 2 units of packed red blood cells while the field representative rounded; however, the total transfusion volume was not reported. Additionally, the physician reported that during device initiation, the aortic pressure waveform displayed on the automated impella controller differed significantly from the measured arterial pressure values. The diastolic pressure was reported as negative, and the pump appeared to be positioned slightly deep. Device adjustments were performed; however, the waveform discrepancy persisted. Frequent intraventricular alarms subsequently occurred, resulting in suspension of pump position monitoring. Upon reassessment in the intensive care unit, the displayed waveform appeared normal, although a discrepancy remained between the controller pressure readings and the arterial pressure values displayed on the patient monitor. The treating provider suggested a possible optical sensor defect as a contributing factor. The following day, the impella cp device was successfully weaned and explanted. The patient survived to explant with no additional adverse events reported. While on support, the impella cp device operated at performance level 2 with expected flows of 1.4 liters per minute. The purge solution consisted of dextrose 5% in water with 10 units per milliliter heparin.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.